Event description:
According to the available information the device was found deflated and had a tear in the well inflated balloon to the correct volume. The problem occurred twice.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10228230. On 2nd october 2025, we received one used sample. After decontamination, we see that the balloon was burst without missing part. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. It cannot be excluded that a bladder calculus located next to the catheter balloon may contribute to the rupture of a prostate catheter balloon by exerting mechanical pressure ¿ especially if the stone is irregular with sharp projections, situated near the bladder neck adjacent to the balloon, or if the balloon is inadvertently inflated the urethra in close proximity to a urethral stone. A rmf evaluation was performed based on criq250, risk identified 11500 (hazardous situation: catheter balloon cannot stay inflated or burst).the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report. B3: estimated date.

Event description:
According to the available information the device was found deflated and had a tear in the well inflated balloon to the correct volume. The problem occurred twice.